Manufacturer narrative:
Hvad pump (B)(4) and outflow graft (B)(4) were not returned to heartware for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of controller log files which revealed a sudden sustained drop in estimated flow and power consumption starting on (B)(4) 2017 at approximately 01:30 to parameters below normal operation. It was followed by a rise in power consumption to a peak of 3.9w on (B)(4) 2017 outside of normal power consumption. Three low flow alarms were logged on (B)(6) 2017 and multiple high watt alarms have been logged since (B)(6) 2017. In addition, 1 vad disconnect alarm was logged followed by multiple vad stop alarms on (B)(6) 2017. The site confirmed the presence of thrombus inside the pump via CT scan and there was occlusion in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported "low flow" event can be attributed to an occlusion likely caused by thrombus in the outflow graft. It is likely that the thrombus got ingested into the pump causing an increase in power consumption triggering high watt alarms. The vad disconnect alarm observed in the log files was due to physical disconnection of the driveline from the controller. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remains implanted.

Manufacturer narrative:
Additional devices for this complaints: outflow graft - 1125 - MFR. Date: 07/31/2016 - exp. Date: 07/31/2021. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that the patient presented to the hospital with controller "low flow" alarm. The patient felt well but was admitted and observed. The medical team initially believed the patient was dehydrated and fluids were administered. The values returned to normal at first, however, the values continued to rise and the controller gave a "high watt" alarm. The patient stated that he felt weakness at the time of this alarm. On the following day, the patient reported slight numbness on his left side. The patient was subsequently taken into intensive care and heparinized. International normalized ratio (inr) was reduced to 2.  Tissue plasminogen activator (tpa) was not given as they believed it would be "risky".  The site restricted amount of fluid due to presence of edema. Computed tomography (CT) scan visually confirmed thrombus inside the pump and an occlusion in the outflow graft. C-reactive protein (crp) was elevated. The values continued to increase rapidly and reached power of 32 watts.  Controller gave a "vad stopped" alarm at this time. The physician turned off the pump. The last report received indicated that the patient is in stable condition on inotropic support and awaiting transplantation. The patient is no longer experiencing numbness. The pump remains implanted at this time. Of note, the patient was therapeutic on anticoagulation medication. In addition, the patient's hematocrit setting on the controller was correct. Controller log files were sent. Preliminary log file analysis revealed 3 low flow alarms on (B)(6) 2017 and 4 high watt alarms logged since (B)(6) 2017. No further information was provided.